Event description:
It was reported "pt presented with knee pain. Dr observed an odd looking lateral view and opted to revise the tibial component. When dr opened up the knee, he saw that the tibial baseplate had fractured in the posterior medial portion. Dr then proceeded to revise both femoral and tibial components."